Event description:
I see abbott labs are pulling freestyle libre 3 sensors off the market for inaccurate low readings. My wife (B)(6) uses freestyle libre 2 plus sensor and has found the same problem. Several readings of 55-65 (very low) with the monitor/sensor and I check with a finger stick and monitor/reader and get a true reading as much as 100 points higher. Same problem found with freestyle libre 3. This is not a one time occurrence but has happened numerous times over the past 2 years using these sensors.